Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic follow-up. Upon interrogation, the atrial lead exhibited oversensing noise. The noise was reproducible with arm movement. No medical intervention was performed. The lead would continue to be monitored.